Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for micrococcaceae (1 cfu). The testing result didn¿t clear the french guideline. According to the repair history of the subject device, the insertion section of the subject device has been replaced in september 2017. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the subject device. (B)(6)). The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and the subject device evaluation result. The subject device was not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. The first testing result at the laboratory didn't clear the (B)(4) guideline. Then, the subject device was reprocessed and microbiological testing at the laboratory was repeated. As a result of the second testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. It was confirmed that the device was manufactured on september 20th, 2011. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.